Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) alleging the patient's onetouch ultra2 control solution was reading inaccurately high compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, in the evening, the patient reported running the control solution test and obtained a result of "160 mg/dl." The patient reported that she takes a combination of medications to manage her diabetes including metformin, levemir, and humalog insulin. The patient reported, in response to the high reading, she increased her dose of humalog insulin to 40 units. The patient reported on (B)(6) 2012 in the evening developing symptoms of "sweaty, clammy and not feeling well." It is unclear if the patient treated herself with more insulin or another form of treatment. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the cca determined the patient was using the correct control solution. However she was using the incorrect testing steps. The cca documented that the patient was applying control solution when she was prompted to apply a blood sample. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient obtained an inaccurate reading believing the control solution to be her blood, administered insulin based on the reading, and developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.